Event description:
On (B)(6) 2012, the reporter contacted animas to report the patient obtained several low blood glucose readings since (B)(6) 2012 ranging from 38 mg/dl to 60 mg/dl. The patient claimed these readings were obtained using a new meter remote. At those times the patient experienced the symptoms of shaking and being "jittery". The patient did not report receiving any treatment or medical attention. The patient reported, he was in the hospital for a non-diabetes related condition. Troubleshooting revealed the pump was accurately and correctly delivering insulin. There was no evidence the pump was not functioning appropriately. However, as the patient allegedly suffered blood glucose levels and symptoms suggesting severe hypoglycemia while using the pump, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation - (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no defect was found. Tdd add up correctly and reflect user's programmed basal rates targets. No meter returned, pump powers up normally and primes correctly. Pump pairs with a test meter correctly. The system was exercised for 24h, no alarms occurred during testing. Periodic boluses were executed using "normal", "ez-carb", "ez-bg" and "combo" successfully, the pump gave the appropriate alert and history recorded boluses info in the correct time and order. A 29h flow accuracy test was performed successfully. The pump was found to be able to deliver within the requirement (result attached).the cover was removed, force sensor circuit and power circuit were inspected, no defect or moisture ingress was found. Last basal delivery was on (B)(4) 2013 at 7:39pm. Black box and history data from the reported failure date are overwritten due the continuous use of the pump, no activity outside of normal use is observed in the available record.